Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for the right ventricular (rv) lead due to high/undefined rv coil and superior vena cava (svc) coil impedances. In addition, the patient reported they had visited another hospital in which an magnetic resonance imaging (MRI) was performed, however the patient does not have an MRI conditional system. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.